Manufacturer narrative:
One opened and used sensor was inspected and the needle was whole with no broken or missing parts observed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after taking the sensor out of the package the needle came off. The customer's blood glucose at the time of incident is unknown. The customer tried to fix the broken needle but was unsuccessful so he ended up using another sensor. The broken sensor was returned for analysis and a replacement sensor was shipped to the customer.